Event description:
It was reported this tracheobronchial stent was successfully placed in a tight distal aortic stenosis of a highly calcified lesion. Two weeks following placement the pt returned to this facility. An angiogram revealed a portion of the stent had thrombosed. A thrombolysis procedure was successfully performed and another manufacturer's stent was then placed inside this stent. The pt's condition is good and has since been discharged. This device remains implanted. Therefore, no failure analysis will be available. This device was used in a non-indicated procedure, aortic stent placement. The co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. The co's directions for use state: "the wallstent tracheobronchial endoprosthesis is indicated for the use in the treatment of tracheobronchial strictures produced by malignant neoplasm or in benign strictures after all alternative therapies have been exhausted." Contraindications include: "use of the device in very small bronchials which could impede catheter removal."